Event description:
It was reported that noise and interference were observed. During the explant procedure, an insulation anomaly was observed on atrial, rv, and lv leads. The rv and atrial leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.